Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient underwent alif surgery. Preoperative diagnosis: lumbar radiculopathy, l5-s1 instability. Procedures perfor med: petroperitoreal approach, l5-s1 discectomy, interbody fusion with cages and bmp. Per-op notes: once adequate distraction was placed, the 10 mm distractor was placed into the disc space. A 14 mm double barrel retractor was inserted into the disc space under direct visualization. Utmost care was taken to avoid any trauma to the iliac vessels. At this point, the disc space was reamed and a 14 mm cage was packed with the bmp using rhbmp-2/acs as a carrier. The cages were countersunk and the position of the cages was verified with fluoroscopy. On (B)(6) 2005 the patient was presented for follow up visit. No complication was reported. The patient underwent x-rays of lumbar spine. Impressions: at the l5-s1 level, there have been interval changes of anterior fusion discectomy. No significant subluxation. On (B)(6) 2005 the patient was presented for follow up visit. He was having bilateral leg pain. On (B)(6) 2005 the patient was presented for follow up visit with pain and radicular symptoms. It was observed that patient had forward head posture with rounded shoulders and increased thoracic kyphosis, decreased lumbar lordosis. On (B)(6) 2005 the patient was presented for follow up visit. He still had stiffness in the low back area. He also underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2005 the patient was presented for follow up visit. The pain has aggravated. Physical examinations: he does have point tenderness across the lumbosacral region. His lower extremity strength is symmetric. His gait is slow, but steady. He walks with a kyphotic posture. The patient underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2006 the patient underwent MRI of lumbar spine. Impressions: postoperative changes after l5-s1 discectomy and placement of cage devices. Tarlov cyst left side s2 level. No evidence of spinal stenosis. There are endplate signal changes involving the inferior l5 endplate and the s1 sacral endplate related to the cage device. The alignment is normal. On (B)(6) 2006 the patient was presented for follow up visit. Complained of some tingling in the legs with paresthesias into the plantar aspects of both feet. The patient underwent MRI of the lumbar spine. No complication was reported. On (B)(6) 2006 the patient underwent x-rays of the cervical spine. Impressions: anterior cervical discectomy with radiolucent disc spacer noted at the c4-6 level with good position and alignment. Cervical spondylosis at the c4 through c7 levels. Loss in discal height at the c6-6 and c6-c7 levels. On (B)(6) 2006 the patient underwent MRI if cervical spine. Impressions: small central protrusion c3-4 disc. Large broad based protrusion c4-5 disc with associated impingement on the cord. Small right sided protrusion c5-6 disc without evidence of associated impingement. Bulging c6- 7 disc with mild bilateral foraminal encroachment. Bulge or protrusion t2-3 disc. On (B)(6) 2006 the patient was presented for follow up visit. The patient underwent MRI of the cervical spine. Impressions: revealed a large disc herniation at the c4-5 level causing thecal sac impingement and spinal cord impingement. There was no evidence of subluxation. No signal change was noted within the cervical spinal cord. On (B)(6) 2006 the patient underwent a surgery. Preoperative diagnosis: cervical radiculopathy, c4-5 disk herniation. Procedures performed: c4-5 anterior cervical discectomy and fusion with interbody spacer. Using the operative microscope for illumination and dissection purposes, the disk material was removed with micro currets and micro kerrisons. The endplates of the disk space were drilled down with the anspach drill. At this point, the posterior longitudinal ligament was opened sharply with a 1 mm kerrison and wide foraminotomies were performed bilaterally. At this point, the wound was irrigated copiously with antibiotic solution. The endplates of the disk space were rasped with a rasp and a 5 mm trial spacer was inserted. As x 12 x 14 mm spacer was packed with connexus demineralized bone matrix putty 11nd inserted into the disk space under direct visualisation. The distraction pins were removed. On (B)(6) 2006 the patient was presented for follow up visit. Cervical x-rays reveal stable alignment with mild loss of cervical lordosis. Disc space height is maintained at c4-5. On (B)(6) 2007 the patient underwent x-ray of the lumbar spine. Impression: normal postoperative appearance after l5-s1 discectomy and interbody fusion with cage devices. Minimal bulging l4-5 disc. Minimal scoliosis with the convexity to the left. On (B)(6) 2007 the patient underwent MRI of the lumbar spine. Impressions: normal postoperative appearance after l5-s1 discectomy and interbody fusion with cage devices. Minimal bulging l4-5 disc. Minimal scoliosis with the convexity to the left. On (B)(6) 2007 the patient was presented for follow up visit with lumbar pain. The patient underwent MRI of lumbar and cervical spine. No complication was reported.